Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported the patient still has discomfort, swelling and is in pain after revision surgery.